Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E3: occupation: pacu r.n. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath via radial puncture, the tr band was applied, and a hematoma was noticed in pacu. Pressure was held above and below band. The doctor came to bedside and re adjusted band; however, hematoma was still forming. No testing was performed to diagnose the thrombosis the band was removed and manual pressure was held; however, it got worse. Therefore, the patient was helicoptered to a downtown location for fasciotomy. The blood loss was less than 250cc and the patient was stable.